Event description:
It was reported by the patient¿s mother that her son has more seizures when his battery reaches 25%, and that the neurologist increases the keppra dose to counteract the seizures. The patient had generator replacements in 2007, 2011, 2015, and is scheduled for replacement currently. The increase in seizures in 2007 is reported under MFR. Report # 1644487-2007-01077, the increase in seizures in 2011 is reported under MFR. Report # 1644487-2019-00642, the increase in seizures in 2015 is reported under MFR. Report # 1644487-2019-00636. The mother states that the battery is currently a bit low at 25%. No additional or relevant information has been received to date.